Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sonicbeat surgical instrument's tissue pad was worn out during a therapeutic hernia surgery. None of the device components fell within the patient anatomy. The procedure was completed after the device was replaced by a similar olympus device. There was no delay to procedure, patient injury, nor medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed when it was observed the entire insulation pad was missing. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was worn and partially peeled off. 2. The tissue pad was fell off because the pad added pulling load. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Event description:
Upon follow up it was confirmed the device components did not off inside the body.

Event description:
No additional customer info.

Manufacturer narrative:
Additional data: d4-lot, h4.